Event description:
The pt was operated on for a bunionectomy with insertion of a postoperative on-q painbuster pain pump. On his first postoperative visit he presented with an erythematous, edematous forefoot especially around the incision site. The reporter [physician] attributed the problem to admitted non compliance of weight bearing as well as lack of proper elevation. The great toe was also slightly dusky. On his second post operative visit, a week later, he presented with a large 2.0 cm blister in the distal wound with circumferential distal ischemia. Minimal pain and good sensation. Seroma was drained, an I & d was performed and levoquin prescribed. [As stated by the initial reporter].

Manufacturer narrative:
Evaluation summary: the device involved in this incident is not available for eval, therefore, our results and conclusion are based on the info that was given to I-flow by the medwatch report. Additional details are not available. It is noteworthy that the reporter in this case, the physician, stated that he attributed this incident to an admitted non-compliance, by the pt, of weight bearing as well as lack of elevation. According to the center for disease control, postoperative surgical site infection varies from surgeon to surgeon, hospital to hospital, procedure to procedure, and pt to pt. The attached clinical study performed on the on-q pain relief system found that the rate of infection with a continuous pump was equal to or less than the published rate. Our devices are manufactured as being sterile. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.